Event description:
My (B)(6) year old son wore a mask as mandated for high school basketball practice. Had to stop playing multiple times to catch his breath. Felt nauseous and had headache. After a few minutes he would resume playing. This continued for each practice as long as he wore his mask. He quit wearing it and has not experienced any symptoms since. FDA safety report ID # (B)(4).